Event description:
The customer reported that a "speaker malfunction" message was shown intermittently on the monitor's display screen with no corresponding sound produced from the monitor. No patient harm was reported.

Manufacturer narrative:
(B)(4). The reported description notes that a "speaker malfunction" message was shown intermittently on the monitor's display screen with no corresponding sound produced from the monitor. This was reported as a monitor "failure on arrival" to the customer site. Should this message occur during patient monitoring, serious patient harm/injury is possible should the audio function of the monitor be impaired. Risk analysis - although a speaker malfunction technical alarm is displayed, because this is only a visual warning it is possible that the user would be unaware of an audible alarm failure. It is therefore feasible that the user will be unaware of a patient alarm due to the loss of audible speaker function. According to the intellivue instructions for use manual ((B)(4))-when a technical alarm message "speaker malfunction" is displayed on the monitor screen, the user should contact the responsible service personnel to check the speaker and the connection to the speaker. The customer received a replacement bedside monitor. Hazard analysis - no adverse patient impact was reported. Consideration of this complaint and similar complaints does not support that there is a systemic problem or design or labeling issue. No further investigation or action is warranted.